Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device would not release from the renal vein. After subsequent removal, the device then would not fire. The case was completed with a similar device with no patient consequence.